Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. Upon initial fixation of the right atrial (ra) leadless pacemaker (lp) during procedure, it was found that the ralp exhibited failure to separate from the delivery catheter and would not be able to redock onto the catheter. The ralp was not implanted and an alternate near at hand was used to proceed with the procedure. The delivery catheter was also exchanged. The second ralp exhibited positioning failure at the first location and when attempted with another location at the ra appendage lateral base, the ra appendage was torn. The tear was self-contained, and the ralp was not implanted. The patient was stable post procedure.